Event description:
Customer reports while using kaolin act test on multiple, but an unspecified number of hemochron response instruments in multiple, but unspecified open heart procedures, >1000 second result occured as well as noted that material in tube had clotted. Further reports that when repeat test performed, result is approx 500 seconds. Customer unable to specifically identify number of instruments and patients involved. Due to this, itc is filing 2 MDR's in order to delineate this as a report of a multiple adverse event. No report of death, serious injury or intervention.

Manufacturer narrative:
(B)(4). Manufacturer's method, results, conclusions: manufacturer eval/investigation in process.